Event description:
The patient received the scs system on (B)(6) 2011. It was reported that communication between the scs ipg and the charger was intermittent. The charging time also increased from 20 minutes to over an hour and a half. The charger timed out today after 3 minutes. Previously the charger had no issue locating the ipg. A replacement charging system was sent to the patient. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.